Event description:
It was reported that high atrial capture management thresholds were observed on a remote monitoring report. Lead trend indicates chronic high atrial thresholds. Capture management data within safety margin, and sensing/impedance levels are within safety margin. The implantable pulse generator (ipg) and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).